Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator experienced an issue with the addition of formulary items due to the user being unaware of its functionality. A technical support specialist assisted the customer in accordance with the knowledge article ka 000013933, titled 'unable to add pis item to approval queue - 1.6.1-1.7.x,' and verified that the issue had been successfully resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator encountered an issue where the amnisure kits were not crossing over to print with batch pulls, which hindered users from accessing the medication. This incident resulted in a delay to patient care, and there was no harm to the patient. There were no adverse events or injuries reported based on this incident.